Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found cuts in the insulation and deformed conductor coils, consistent with explant damage. Inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this lead was explanted due to a dislodgement and placement difficulties during repositioning attempt. This lead was successfully replaced and returned for analysis. No additional adverse patient effects

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to a dislodgement and placement difficulties when the lead was attempted to reposition. This lead was successfully replace. No additional adverse patient effects.